Manufacturer narrative:
H3: the solitaire x pushwire was returned within a shipping box; and within an opened solitaire x outer carton and inner pouch. The marksman micro catheter used in the event was not returned. Therefore, no analysis could be performed and conformance to specifications could not be determined. The marksman micro catheter has a labeled ID (inner diameter) of 0.027¿. Per the solitaire x IFU (instructions for use), the minimum catheter ID required is 0.021¿. Therefore, the marksman micro catheter was found to be compatible for use with the solitaire x revascularization device. No bends or kinks were found with the pushwire. However, the solitaire x was found to be broken/separated and the remaining section was not returned for analysis. Therefore, any contributing factors could not be assessed. The solitaire x pushwire was returned without the stent. The length of solitaire x pushwire was measured to be ~189.0cm from proximal end to distal separated end. No other anomalies were observed. Due to its damaged condition, the solitaire x could not be used for resistance testing with an in-house micro catheter. The pushwire broken end will be sent out to element labs for sem (scanning electron microscopy). Based on the device analysis and reported information, the customer¿s report of ¿resistance during del ivery¿ and ¿separation¿ were confirmed. The solitaire x pushwire was found broken. Per the sem report, the wire failed via overload. Resistance can be caused by compatibility, lack of continuous flush or extremely tortuous anatomy. However, the root cause could not be determined. It was reported that the patient's vessel tortuosity was moderate. The marksman micro catheter is compatible for use with the solitaire x stent device. Information regarding if a continuous flush was used was not reported. Therefore, any contributing factors could not be assessed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there were 2 passes made with the solitaire prior to separation. The patient did not have vessel stenosis proximal to the thrombus site. The microcatheter tip did not cover the solitaire device proximal marker during the attempted retrieval. The physician used a cat to receive the solitaire and the microcatheter is always removed. The clot was described as moderate. The vessel was revascularized by deploying a second solitaire. It was not an embotrap used to retrieve the broken solitaire, it was a second solitaire that had no issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a sfr4 solitaire stent had resistance during delivery and the pushwire separated. The patient had a left internal carotid artery (ica) occlusion on middle cerebral artery (mca) and a1. Mca was reperfused first. Moved on to a1. Resistance was felt with difficulty accessing lesion. When retrieving solitaire and cat 6 as a system the solitaire broke apart at the distal end of the push wire. It was retrieved with an embotrap. Patient is alive and doing okay. Tici 2b was achieved. There is a marker that was broken off and found on CT retained in the mca. The resistance was in the distal section of the catheter. The pushwire was not torqued during the procedure. All broken segments of of the pushwire were removed from the patient. It was removed with an embotrap device. The stent was removed from patient. The patient was being treated for an ischemic stroke in the a1 location. * mrs: baseline no symptoms. * nihss score: baseline 14. * nihss score: post procedure 20. * tici score: baseline 0. * tici score: post procedure 2b. IV tpa was contraindicated. 2 passes were made with the device. Vessel tortuosity was moderate. The parent vessel was the left ica> the branch vessel was the left mca and a1. No patient symptoms or complications were reported.  Ancillary devices: 8 fr terumo sheath, trak 21 microcatheter, cat 6 distal access catheter